Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97792, lot# n563230, implanted: (B)(6) 2015, product type: accessory. (B)(4)

Event description:
It was reported that the patient had a fall (described as they had went to the bathroom and slipped) a day after the implantation of their implantable neurostimulator (ins) and the stimulation coverage changed. There was a possible migration of the lead which was assumed to be due to the fall. An impedance check was reported as normal. The frequency and electrodes were reprogrammed and the pulse width decreased with the result that the stimulation moved out of the ribs. No surgical interventions had occurred or were planned. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, a follow-up report will be sent.